Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an initial osteosynthesis surgery, the surgeon was using a hammer and the hammer began to destroy. It cracked in several places and the upper coat on the working head started to peel off. This hammer has been in use since (B)(6) 2016 and during this period only ten (10) surgeries were performed using this hammer. The surgery was completed using another hammer. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was completed: instrument kombi hammer f/ten art. 359.221 lot 9492097 was produced and assembled at synthes instruments: (B)(4) site in may 2015. Device history records show that all manufacturing and assembling steps were performed correctly. All inspection steps were performed and show no deviations to specifications. The hardness measurements of head of instrument kombi hammer f/ten art. Has been performed and shows no deviations in hardness from the specifications. During the manufacturing investigation all relevant and significant dimensional characteristics were measured and are within the specifications. There are no references to the reported issue that a product failure caused the damage. The device has strong signs of wear and usage on the hammer head side. On the lower section of the hammer head a part of the instrument chipped off. From the signs of wear it could be assumed that the instrument/hammer head has been used more on one side than the other. This could have occurred due to inappropriate handling of the instrument. The chipping of the metal part from the hammer head could be caused by hitting with the edge of the hammer head on a hard material. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.